Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and that a minimum fill notification occurred after the user filled the cartridge with 150 ml of insulin. Customer loaded a new cartridge to resolve the issue. Blood glucose was 305 mg/dl.